Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 05-oct-2023. H6: investigation summary: customer returned (10) 32g 4mm open pen needles in a shelf carton from the from the lot# 2026072. This report is about needle clog. All the returned samples visually examined and observed 7 pen needles with bent pe cannula and 2 pen needles with broken npe cannula. Most likely clog could have occurred due to bent/broken npe cannula. As the returned samples were open root cause cannot be determined. Hence, reported failure was able to confirm as bent/broken npe cannula. A lot history review was carried out and no related non-conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications. Embecta was able to confirm the customer indicated issue as bent/broken npe cannula. Root cause cannot be determined as the return samples were open.

Event description:
It was reported that 10 bd ultra-fine¿ nano pen needles with pentapoint¿ comfort easyflow¿ technology were clogged during the soliqua injection. The following information was provided by the initial reporter, translated from portuguese: "the customer got in touch, informing that this was the second time he had been in contact regarding the same deviation in the bd 4mm needles, he reported that he performed the entire correct procedure for the application of insulin, but in the flow test he noticed that the needles were clogged, already there were 10 of the batch informed. Medicine: soliqua. Occurrence date: end of (B)(6). Deviation identification moment: during use/handling."

Event description:
It was reported that 10 bd ultra-fine¿ nano pen needles with pentapoint¿ comfort easyflow¿ technology were clogged during the soliqua injection. The following information was provided by the initial reporter, translated from portuguese: "the customer got in touch, informing that this was the second time he had been in contact regarding the same deviation in the bd 4mm needles, he reported that he performed the entire correct procedure for the application of insulin, but in the flow test he noticed that the needles were clogged, already there were 10 of the batch informed. Medicine: soliqua. Occurrence date: end of june. Deviation identification moment: during use/handling".

Manufacturer narrative:
H6: investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications. H3 other text : see h10.

Event description:
It was reported that 10 bd ultra-fine¿ nano pen needles with pentapoint¿ comfort easyflow¿ technology were clogged during the soliqua injection. The following information was provided by the initial reporter, translated from portuguese: "the customer got in touch, informing that this was the second time he had been in contact regarding the same deviation in the bd 4mm needles, he reported that he performed the entire correct procedure for the application of insulin, but in the flow test he noticed that the needles were clogged, already there were 10 of the batch informed. Medicine: soliqua. Occurrence date: end of june. Deviation identification moment: during use/handling".

Manufacturer narrative:
B.3. Date of event: unknown. The date received by manufacturer has been used for this field. H.3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.